Manufacturer narrative:
Worn button and slide lock were replaced along with corroded front housing. The device was repaired and return to circulation.

Event description:
The loaner reciprocating saw was sent to service as part of a routine return. During routine quality check black shavings were falling out of the head of the device. No adverse event was associated with the device.